Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Lead was recieved with the helix fully retracted and the distal conductor distorted within the connector. Upon inspection, it was noted that the distal and defib conductor of the lead were distorted. Upon visual inspection, it was noted that the lead was deformed/fractured in a 5cm prox. Section of the inner coil. Upon visual inspection, it was noted that the lead was damaged during the implant process.

Event description:
It was reported that during the implant procedure, there was a screw mechanism failure. The lead was not implanted. No patient complications have been reported as a result of this event.